Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were identified.

Manufacturer narrative:
Additional information : updating e clinical code to include 2399 - as requested by FDA.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.

Event description:
The account alleges that two days after a ctif procedure the patient returned to the hospital with shortness of breath. A pneumothorax was diagnosed and a chest tube was placed, no leak from the newly created valve was diagnosed. Patient was discharged but still having some minor breathing issues. Upon discussing details of the patient, the physician did not suspect there was anything specific related to the tif that may have caused the pneumothorax. A CT scan was completed afternoon of 10/4/24 - with the new imaging he was more suspicious there could be some kind perforation in the esophagus leading to the pleural effusion. No update on the status of the patient, but they are currently at home.